Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded with blood in the hub and lumen. The tip, hypotube, and distal shaft were microscopically inspected. Inspection revealed a kink in the hypotube 56 cm from the strain relief and a fracture in the hypotube located 56 cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03-oct-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.